Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial fibrillation (a fib), atrial flutter, and pericarditis. A patient sent an email to bsc stating that on (B)(6) 2025, the patient underwent farapulse ablation followed by a left atrial appendage closure (laac) where a 27mm watchman flx pro laa closure device was implanted to treat a diagnosis of atrial fibrillation (afib). The procedures were reported to have gone well. However, the patient stated there were significant issues with the support staff regarding the procedural care following the watchman flx pro implant. The patient reported having develop afib, flutter, and pericarditis post-procedure. The patient stated it was a struggle to get a follow-up appointment and prescriptions. Five (5) days post procedure, the patient received a prescription for eliquis, metoprolol and colchicine. The patient stated she still has all symptoms. A good faith effort (gfe) was made to the bsc territory manager for the implanting facility. The bsc territory manager spoke with the implanting physician who stated there were no complications noted post implant.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.